Manufacturer narrative:
FDA notified yes: the initial reporter also notified the FDA in (B)(6) 2018 via medwatch #(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after a rn inserted a bd nexiva¿ closed IV catheter system w/dual port into a patient¿s vein and during retraction, the needle punctured the tubing and severed the hub causing blood to leak out of tube. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review a total of 416,650 were manufactured on nexiva line 1 starting on 2feb18 through 10feb18. All challenges, set-up and in process samples including (but not limited to) machine caused damage and air-water leak test passed per specification. Sap-qn database review found 4 non-related qn¿s ¿ 200732637 (damaged septum). ¿ 200739252 (wrong tipping die). ¿ 200731792 (running under risk-nikon down) .¿ 200315587 (incomplete seal) . The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one 20ga used nexiva unit consisting on a catheter-adapter extension set and a partially disengaged needle-grip assembly inside of an open package from lot number 8031857. Visual/microscopic examination: ¿ the unit had traces of patient residue (blood) throughout the components. ¿ observed the needle tip had speared through the catheter tubing, leaving a v shaped cut ¿ water/air leak test was performed by connecting the end of the lab supplied male slip luer test fitting to the adapter. Leakage occurred from the area where the cannula speared through the tubing. The unit leaked through the cut on the catheter tubing, the ¿v shape¿ cut observed in the catheter tubing is a characteristic of damage likely caused by re-insertion/re-cannulation of the cannula into the catheter. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that after a rn inserted a bd nexiva¿ closed IV catheter system w/dual port into a patient¿s vein and during retraction, the needle punctured the tubing and severed the hub causing blood to leak out of tube. There was no report of exposure, serious injury or medical intervention.